Manufacturer narrative:
H11: the actual device was received for evaluation. During visual inspection the tubing was observed broken, resulting in a separation from the spike. As part of the break, part of the tube was attached inside the spike, while the other part of the tube was inside the tube. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a y-type blood/soln set leaked at the filter. This was noticed prior to use for blood transfusion. There was no patient involvement. No additional information is available.